Event description:
Additional information was received from vad clinician. The patient normally follows at unmc lvad program. It was stated he was at a clinic appointment on 1/16 around 1600 and all of the sudden had "tunnel vision, for a few secs", this episode repeated itself within a few mins he stated. The patient stated that he went to his primary care provider office immediately following this episode and subsequently had another episode "my vision got narrow like earlier". He denied headaches, weakness in extremities, hearing loss, falls, numbness, tingling or changes in speech. His lvad was noted to have significantly increased flows and power on 1/9 and 1/10, the patient stated he did not remember any alarms. Upon presentation to tukhs the patient stated he was back at his baseline without deficit/vision changes. Neurology was consulted and recommended cta head/neck, no acute process found upon imaging. He had blood cultures drawn at va hospital and subsequently 2 out of 4 bottles grew gram positive cocci resembling clusters, we initiated a vancomycin load with recent history of staph bacteremia. His lvad showed some high flows/high powers in recent history. Log files were sent to abbott. He stated he felt back to his normal self and denies any neurologic abnormalities. The patient was transferred to unmc where his lvad was placed, dr. Stoller has accepted admission. On 1/18 pt¿s inr was 2.1 & ldh was 208 (our nml. Range 100 ¿ 210). No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's analysis conclusion: although the evaluation of the submitted system controller log file confirmed the report of elevated powers, a specific cause for these findings and the reported events including bacteremia, neurologic changes, ventricular tachycardia, and ventricular fibrillation could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established the account reported that the patient had a past medical history of ventricular tachycardia, ventricular fibrillation, cervical fracture, a recent staph bacteremia for which he takes chronic doxycycline, type 2 diabetes, bell¿s palsy, neuropathy, and scoliosis. The patient noted that he was at a clinic appointment on (B)(6) 2020 at around 4 pm when he had tunnel vision for a few seconds. The episode then repeated itself within a few minutes. The patient went to his primary care physician¿s office immediately following this episode, and subsequently had another tunnel vision episode. The patient denied headaches, weakness in the extremities, hearing loss, falls, numbness, tingling, or changes in speech. The lvad was noted to have significantly increased power and flow on (B)(6) 2020 and (B)(6) 2020, and the patient stated that he did not remember any alarms. Evaluation of the submitted log file revealed elevations in power and flow on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020, reaching values up to 13.0 w and 12.0 lpm, respectively. Most of these parameter elevations appeared to correspond with pi events, but some power and flow elevations were captured during routine power cable disconnect and low battery advisory events on (B)(6) 2020, reaching values up to 12.4 w and 12.0 lpm, respectively. The heartmate ii lvas IFU lists infection, neurologic dysfunction, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted due to stroke like symptoms. Elevated power and flows were observed during admission. Logfile analysis noted pi events associated with transient power/ flow fluctuations. Additional information was requested but not provided.